Event description:
Beginning in 2015 and there after I have been admitted to the hospital several times due to ovary cysts, stomach issues, serious lymphatic leakage issues. Heart palpitations. I had life threatening allergic reactions. Abnormal blood test results and imaging. Many health related issues ranging to very serious. All of this has been horrible. Symptoms being -at (B)(6) randomly developed horrible cystic acne jawline and chin acne, never had problem with skin in my life; symptoms: lymphatic flow issues and chylous ascites being seen by a specialist to manage this, photos -red painful rashes, hives face, chest and stomach, facial swelling, eye swelling, diagnosed with food allergies including allergic swelling/ angioedema/anaphylaxis, under care of immunologist; diagnosed eoe in esophagus, pain in throat, checking feeling when trying to swallow food, diagnosed reynauds, yellow/red dull whites of eyes, worse with menstrual/ cycles or pain; ig level issues, vitamin d and b-12 deficiency, random hypothyroid blood level test being high but not consistent, possible thyroid issues seen by a specialist; extreme vertigo/dizziness spells, last all day sometimes given rx meds for this, random fevers and feeling unwell, nausea, all the time; diagnosed with bell's palsy right side of face 2016, memory loss/ issues, trouble focusing and articulating, horrible anxiety, sweat through clothes, heart palpitations; diagnosed with panic attacks, insomnia sleep issues/extreme fatigue, painful sharp, breast tissue pain, and also dull aches and soreness in chest around; diagnosed capsular contracture, breasts go ice cold and tingly sensations, sharp chest pains, painful joint pains-shoulders and neck, hips and knees and ankles is worst; diagnosed with fibromyalgia rheumatologist san antonio, frequent painful pelvic pain, irregular periods, cysts, bladder pain/burning, ear pains and trouble hearing/itchy ears, leaking ears, high pitched ringing and frequent loss of sound. I am now allergic to all metals, can no longer wear my solid gold earrings I have worn since I was a young child; very thirsty always and dry mouth and eyes, foamy tongue despite drinking over half a gallon water at least a day. When I had laparoscopy I was told my organs looked inflamed and edematous. Over the past 5 years I have had so many blood tests and imaging studies done, I cannot recall the amount but I have possession of all my medical records and test results. All the specialists I have seen over the years could not believe all the autoimmune issues my body was having all at the same time. FDA safety report ID# (B)(4).